Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak from tank. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: b5 a getinge field service engineer fse, was dispatched to evaluate the iabp unit and and fse arrived onsite to a half full bottle that was replaced days earlier as per customer note on bottle. Tightened all connections without being able to bring leak test within spec. Ordered helium lines, and replaced tubing as required by manual. Performed leak test with a pass. Notified customer of repair completion. Returned to customer for use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak from tank. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak from tank. There was no patient involvement.